Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified internal shunt. A 5.0 x 40, 75cm mustang balloon catheter was selected for use. During the procedure, the balloon ruptured upon first inflation at 10 atmospheres for few second. The device was removed without any problem, and the procedure was completed with another of same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1 - initial reporter phone: (B)(6). G4: premarket / 510(k) # - k141521, 1k141597.